Manufacturer narrative:
Correction: b5 updated to include explant of device. Date of explant was not reported.

Event description:
Device was explanted. Date of explant was not reported.

Manufacturer narrative:
The complaint of early battery depletion was not confirmed. The device was received operating at eol level. Analysis and testing of device did not find any anomalies. Longevity assessment was performed and device has reached projected longevity based on the field settings.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No intervention was performed and the patient was in stable condition.